Manufacturer narrative:
Crtp w4tr04 percepta quad crtp MRI ous, lead 5076-58 lead bi sil steroid fix 58 and lead 459888 attain performa. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had an unexpected parameter settings change occur.  It was noted that the device lower rate pacing setting changed, and the right ventricular (rv) lead and left ventricular (lv) lead had high outputs.  It was also noted by the physician that someone pushed the emergency button by accident, which changed the settings. Reprogramming was done, which resolved the issue. No patient complications have been reported as a result of this event.